Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) medical center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer required maintenance. A field service engineer (fse) inspected the station and found no error icons during the initial check. The customer mentioned that the cubie was overfilled. The fse asked the customer to verify the system¿s functionality, and everything operated without any issues. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary cubie required maintenance. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.